Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con) regarding the patient information. The patient called back re-reporting their pump has been empty since (B)(6) 2023 'but don't have proof.' The patient mentioned they have arm and hand nerve damage and pain due to 'something going wrong' during a neck disc removal surgery last april and inquired about managing this and their pump. The patient stated 'the pain from this was driving me crazy. I only want oral medication temporarily.'

Event description:
Per the patient, the pump was at .0120 per hour. She also stated, she was ¿approved for 1.0 mg/day and also stated approved for 10 ml per day and getting .2880¿ and was wondering why this was. The patient¿s medical history included 4 fusions of her lower back and that was why the pump was placed. The indication for pump use was spinal pain. The patient stated that she was calling because she was trying to have the pump adjusted for relief, however, they would not increase it. She stated that her setting was low and doing nothing for pain relief, and that they had been doing other alternatives, but she wanted the pump increased. She stated that she had pain since implant. Per the patient, she should have had oxycodone but had dilaudid/hydromorphone. The patient was redirected to her healthcare provider (hcp) to further address the issue. Physician listings were also emailed to the patient. Additional information was received on 11-oct-2022 from the patient who reported that she was maybe looking for a doctor who worked with kaiser. She stated that she wanted to have the pump checked. Additional information was received from the healthcare provider who requested to have the patient¿s pump checked. The healthcare provider was redirected to the nas (national answering service). Additional information received from a consumer regarding a patient indicated the patient can't get in for a new hcp appointment until (B)(6) 2023. The patient stated their pump is empty but confirmed the pump was not alarming. The patient stated "I remembered it would be off by the middle of september". The patient stated they've "always been in pain, but have been in excruciating and off the charts pain for a couple weeks" which is how the patient knows their pump is empty. The patient mentioned they've already reached out to their new clinic and their primary hcp 'doesn't understand' rep request process and won't give them any pain medication due to having the pump. The patient stated 'I complained for 2.5 years and he (their old doctor) told me I'm at where I'm suppose to be. I showed my print out to another doctor, and they said I'm at the "lowest possible dose". The patient was redirected to their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.